Event description:
Surgeon reported a patient had a "stringy" substance across the anterior surface of the lens. Patients bcva was reduced form 20/25 to 20/60. The surgeon believes the substance is anterior fibrosis from cell growth and plans to perform an anterior yag capsulotomy on the patient. Additional information has been requested.

Event description:
Additional information had been provided by the surgeon. A yag was performed and the fibrous membrane was successfully removed. The pt's visual acuity following the yag was 20/30. The surgeon further stated the pt has some 'mascular changes' that accounted for the 20/30 visual acuity. The pt's outcome was excellent.